Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 7232cx, implantable cardioverter defibrillator, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited "p" wave oversensing. The lead integrity alert (lia) was triggered. The rv lead remains in use and replacement is planned. No patient complications have been reported as a result of this event.